Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the router broke while cutting bone. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.